Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, no image was produced. Additionally, there was deformation of the coupler, cable buckling, cleavage of the connector, and the image was out of center; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to deformation of the coupler. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that an unspecified image problem occurred on the hd camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, this device has not been returned for to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.